Manufacturer narrative:
Therapy dates and desc - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, thrombosis and stroke are known anticipated complications associated to these types of procedures and are listed as such in the device direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization of a left internal carotid artery (ica) / opthalmic aneurysm. No technical or clinical complications were reported during the procedure. It was reported that approximately 24 hours post procedure, the patient developed severe headache that was successfully treated with demerol and decadron (dose unknown). The patient subsequently developed right hand weakness and focal seizure on the second day. MRI revealed small embolic cerebral vascular accidents (cva) in the left hemisphere. The patient was switched from aggrenox to plavix (dose unknown) to treat a possible in-stent thrombus formation. The patient's symptoms had almost completely resolved and the patient was discharged on the third day post procedure.

Event description:
The patient underwent successful stent assisted coil embolization of a left internal carotid artery (ica) / opthalmic aneurysm. No technical or clinical complications were reported during the procedure. It was reported that approximately 24 hours post procedure, the patient developed severe headache that was successfully treated with demerol and decadron (dose unknown). The patient subsequently developed right hand weakness and focal seizure on the second day. MRI revealed small embolic cerebral vascular accidents (cva) in the left hemisphere. The patient was switched from aggrenox to plavix (dose unknown) to treat a possible in-stent thrombus formation. The patient's symptoms had almost completely resolved and the patient was discharged on the third day post procedure.

Manufacturer narrative:
Refer to manufacturing report: 2939204-2012-00262 for report submitted on the matrix 2 coil.